Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
Distributor reported on behalf of the home care patient that during use of the device for the infusion of insulin, the tubing of the set caught on an object which resulted in the adhesive portion of the infusion set detaching from the patient's skin and falling away from the patient's body. The home care patient reported that when the set fell away from their body, they immediately changed their infusion site. According to the patient, their blood glucose levels were not affected. No permanent adverse effects to patient reported.